Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm. The sensor wire detached and remained in the skin. The patient was evaluated on an unspecified date and the wire was surgically removed on (B)(6) 2019. The patient was unable to provide or recall any other details. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.